Event description:
It was reported there was a burning sensation. It was noted in the previous couple of weeks the patient had intermittent burning sensation at the implantable neurostimulator pocket (ins) especially when they were having a bowel movements or bending over to pick an item up. It was noted the ins pocket looked intact, there was no redness, swelling or bruising around the area. Follow up from the health care provider reported the cause of the event was unknown. The patient had developed a fever in (B)(6) 2012. Impedances were checked on (B)(6) 2012 and there were no electrodes out of range. X-rays were taken in (B)(6). X-rays showed three views of the thoracic spine and seven views of the lumbar spine. Thoracic and lumbar spine alignment was anatomic. There was stable mild compression deformity involving the superior aspect of l4. There was mild spurring particularly at middle and lower thoracic levels and throughout the lumbar spine. There were degenerative changes of the facet joints. There was a stimulator overlying the right mid to lower abdomen with the wires traversing superiorly and its distal aspects overlying the t9-t11 levels. The stimulator was overlaying the posterior elements on one of the 2 oblique views allowing for no evidence of spondylosis seen. There is no evidence of spondylolisthesis. No evidence of acute fracture or dislocation was seen. No evidence of paraspinal mass was appreciated. There were vascular calcifications. Pelvic calcifications suggested phleboliths. Surgical sutures were seen along the abdominal wall. Sacro iliac joints appeared intact. Reprogramming was done in (B)(6). Replacement was done in (B)(6) and removal of the replacement was done in (B)(6). The patient did require hospitalization due to the event. Patient outcome was non-serious injury or illness.

Manufacturer narrative:
Product ID 748951, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID 7434a, serial# (B)(4), implanted: (B)(6) 2006, product type programmer. Patient product ID 3982a, lot# n0025535, implanted: (B)(6) 2006, product type lead. (B)(4).